Event description:
Removal of implant because of wear of acrylic condyle, foreign body reaction and fracture of fossa.

Event description:
Add'l info rec'd from MFR 3/30/00: report provides sufficient info for tmj implants, inc. To execute a follow up investigation in order to determine if a failure investigation is necessary and if a medical device report is warranted.